Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered abdominal pain, dyspareunia, recurrent urinary tract infections, and emotional stress. No further info has been provided.